Event description:
The system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - review of quality records. Device evaluation anticipated but not yet begun.